Event description:
Allegedly, patient underwent thr on (B)(6) 2018 left hip revised on (B)(6) 2019 due femoral stem loosening. The femoral stem revised was a profemur z classic size 5 short varus neck and femoral head was a biolox delta 28mm l. Both components were revised there is no further data on what devices were used. Additional history: this is the same patient and same hip that experienced the issue where the stem sat higher than the broach, ref: (B)(4) (spec ref: (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint, pha0cle5 lot unk, does not reveal any failure involving this implant. This implant was not returned for investigation, nor were any pictures provided to assist with the investigation. This implant was implanted with (B)(6), however, it was determined that this alleged implant failure was not related to these devices. These implants were implanted for approximately 9 months before they were revised due to femoral stem loosening. This patient previously reported an issue in 2020 involving a broach and stem. This investigation revealed no problem found and likely did not contribute to this alleged complaint. It is unknown when this implant was manufactured or if it was manufactured to specification due to the unknown lot number. There are no trends for this implant and failure. It cannot be concluded what the level of contribution, if any, that the product had to the complaint. No further evaluations can be made without return of the product or receipt of additional clinical information. The mpo hip systems package insert (150803-9) states. The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult. Additionally, it also states periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components. Mpo will continue to monitor this issue through complaint tracking.